Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02269 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 ((B)(6), female patient).according to the complainant, during the ablation the patient received a 10x6cm, 2nd degree burn to the left thigh. Blistering occurred at the burn site.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)